Manufacturer narrative:
The returned lead was only available in fragments. All parts of the lead were returned for analysis. The morphology of the cut surfaces indicates that the separation of the lead probably took place in connection with the explantation. During the analysis of the lead fragments, damage to the insulation, as well as a fracture of the rope conductor to the rv shock electrode were noted in the area of the tricuspid valve. The rope conductor to the rv shock coil was exposed at this site. This damage confirms the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of an interaction with the tricuspid valve. The exposed rope conductor to the rv shock coil was the result of strong external friction onto the lead body. The deformation of the shock coil is probably a result of the explantation process. There were no indications of material defects or manufacturing errors for either the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 122 months, a shock impedance >150 ohm was reported. During the revision, a lead defect was detected right before the shock coil. The ICD had been implanted for about 71 months. Complications arose during the operation. Opening the thorax with cardiac massage was reported. The patient was intubated after the operation and moved to the ward with artificial respiration.